Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced stroke like symptoms that included left side weakness lasting longer than 24 hours. A cta was performed showing acute stent thrombosis. No p2y12 inhibitor test was performed on the patient prior to the tcar procedure. This report is being submitted out of an abundance of caution, as it is unclear if the adverse event was caused by the procedure, patient response or the manufacturer's device.